Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tip-up fenestrated grasper involved with this complaint and completed the device evaluation. Failure analysis (fa) replicated and confirmed the customer reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.140" x 0.905" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of broken instrument grips-tips is typically attributed to user mishandling, such as excess force applied to the instrument jaws. Additionally, the instrument was found to have a frayed grip cable at the distal end the root cause of frayed - distal instrument grip cables is attributed to a component failure. The instrument was also found to have an excessive amount of dried residue around the clamping pulleys. The root cause of residue instrument clamping pulleys is typically attributed to user mishandling, most commonly caused by improper cleaning/reprocessing techniques, such as insufficient flushing. A review of the instrument log for the tip-up fenestrated grasper (470347-12/u11220708 0038) associated with this event has been performed. Per logs, the tip-up fenestrated grasper instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The alleged instrument had 6 uses remaining after the last procedural use. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the tip-up fenestrated grasper had a broken tip. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 4-nov-2022 and obtained the following additional information: the initial reporter mentioned that the instrument was brought up from the central sterile processing department broken. There was no further information, and this instrument did not reach the patient.